Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2012, the reporter claimed the patient's blood glucose readings have been as high as 300-400 mg/dl twice a week for the last 2 months. The reporter was able to detach from the site, change the infusion set and site, and correct to abate the hyperglycemia 50% of the time. However, the other 50% of the time, the patient was unable to figure out the reason for the alleged hyperglycemia. Reportedly, the reporter noticed the site did not last for more than 2 days. The patient allegedly had blood glucose up to 400 mg/dl with signs of ketones and throwing up on the occasion. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas product is being replaced due to the alleged motor noise which did not have any bearing on the alleged hyperglycemic incident. This complaint is being reported because the patient had hyperglycemic blood glucose and symptoms that can be suggestive of acute complication of diabetes while on insulin pump therapy.